Manufacturer narrative:
Patient ID: (B)(6). Exact age and date of birth is unknown; year of birth reported as (B)(6). Due to intra-operative issues, the device was not implanted/explanted. Part 422.221, lot l069728: manufacturing location: (B)(4). Manufacturing date: august 02, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection of the complaint device it can be seen that the plate is broken through one of the hole, also it is clearly visible that the plate was bent through other holes. Furthermore the plate shows dents, marks and discoloration from bending. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The (B)(4) material certificates were checked and it was found that all used (B)(4) material fulfilled the specifications. Because of the damage (bent and broken), the complaint relevant dimensions cannot be checked for dimensional accuracy. All the relevant measurements (thread, thickness and width) got measured to 100% when the parts were manufactured and were within specification. Furthermore some other control-points (surface, coating and edging) got checked to 100% when the parts were manufactured and were within specification. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation (bending) an application error may have taken place. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a plate needed mechanical correction in accordance with anatomical deformation of curve bone. This occurred intra-operatively while the plate was being bent before implantation. A prolongation of the surgery of fifteen (15) minutes was reported. The procedure was successfully completed. Patient outcome was reported as good. When the device was being investigated by the manufacturer, it was noted that the plate was broken by bending before implantation. This is report 1 of 1 for com-(B)(4).